Event description:
See initial report.

Manufacturer narrative:
Root cause of the reported event could be traced back to a defective cpu board. Taking into account the manufacturing date of the unit (2007), it cannot be ruled out that the wear of the component could had contributed to the event.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 system. The incident occurred in manchester, new hampshire, united states. A livanova field service engeneer was dispatched to the facility and the issue was confirmed. The s5 started correctly. However, the scp panel tripped. The defective cpu board zkr located in the scp control panel was replaced and tested. All functional tests positively passed and the unit was put back into service.. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 does not power up after battery test there was no patient involvement.